Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 300 to 400 mg/dl. Testing performed three times daily but does not wait two hours after meals. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6 )2015; 9:22pm) with results of 436mg/dl and 416mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/20/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date/ time not set): "lo" (B)(6) 2015 03:29pm; "lo" (B)(6) 2015 03:28pm; 103 mg/dl (B)(6) 2015 08:56am, "lo" (B)(6) 2015 08:55am' 148mg/dl (B)(6) 2015 02:11am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found, test strips not returned for evaluation. Most likely underlying root cause: test strip issue.